Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. One piece of representative sample was returned for analysis. The product is still in completed packaging without any sign of damage. From complaint description, it was reported that "could not deflate the retention balloon of the catheter. The catheters had to be cut below the hub to deflate the balloons and remove them." Based on the analysis carried out on the returned sample, the catheter was fully functional upon inflation and deflation test conducted. The balloon was able to inflate and deflate without any problem. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
It was reported that the retention balloon of the catheter could not deflate. The catheters had to be cut below the hub to deflate the balloons to remove them. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the retention balloon of the catheter could not deflate. The catheters had to be cut below the hub to deflate the balloons to remove them. The patient's condition was reported as fine.